Event description:
Ous MDR - due to low amplitude and increased threshold, the lead re-positioning was carried out on (B)(6). However, the helix became unable to retract after several retract /extend movements. This is all of the information that was provided to us. The lead was returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed approx. 26 cm distal to the df4 connector pin in the region of the suture sleeve a squeezed lead body. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture which was not released during reposition. At this position cuts in the insulation were detected which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case do not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.